Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 2.3, 12.6, 9.1, 11.6mmol/l. Tests were done within 20 mins with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.